Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the drawer had cubie failures. A field service engineer replaced the module controller board and the drawer board to resolve the issue. Voltage and wiring were also checked and the customer verified functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the cubie had been failing repeatedly for approximately two weeks and required multiple recoveries during that time. The customer stated that the cubie had stopped functioning completely and was broken. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.